Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. Review of the device history record for the finished good (pn 232447) indicated that this batch of product was processed without incident. Review of the device history record for the involved adjusting suture (pn 111455) indicated that there were (B)(4) pieces rejected for bad tip during the normal manufacturing process. No nc¿s or anomalies in the release lot. Further, a review into the depuy mitek complaints system revealed 2 other similar complaints for this lot of devices that were released to distribution. Due to the finished good lot being found with no anomalies and the (B)(4) pieces of bad tip suture being rejected prior to the lot release of the adjusting suture these complaints are not likely to be caused by a manufacturing defect. Therefore escalation of this complaint is not required. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were present during the procedure, however one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The root cause of the suture breakage could not be conclusively determined. The customer stated the suture was not cut and it was reported that no sharp objects were present during the procedure. However, one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were present during the procedure, however one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. Review of the device history record for the finished good (pn 232447) indicated that this batch of product was processed without incident. Review of the device history record for the involved adjusting suture (pn 111455) indicated that there were (B)(4) pieces rejected for bad tip during the normal manufacturing process. No nc¿s or anomalies in the release lot. Further, a review into the depuy mitek complaints system revealed 2 other similar complaints for this lot of devices that were released to distribution. Due to the finished good lot being found with no anomalies and the (B)(4) pieces of bad tip suture being rejected prior to the lot release of the adjusting suture these complaints are not likely to be caused by a manufacturing defect. Therefore escalation of this complaint is not required. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and it was reported that no sharp objects were present during the procedure, however one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. At this point in time, no corrective action is required and no further action is warranted. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that during an anterior cruciate ligament reconstruction surgical procedure, it was observed while pulling the graft into the femoral tunnel, the 20mm graft was pulled into the tunnel, the white loop shortening suture on the rgdloop adjustable stnd device broke while being pulled. It was reported that the failure happened at the time of tightening the loop. According to the reporter, the surgeon cycled the graft thinking that loop would lock onto the button; however, the graft came down. The surgeon used a absolute int screw 9x30mm which was available in the set of implants available instead and only 10-15 minute delay in the surgical procedure. It was reported that proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. There was no sharp object used with the loop and no damage was caused with any object to the loop. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.